Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the issue was unknown. The healthcare provider (hcp) noticed the left lead changed while administering an epidural. No steps have been taken to resolve the issue. Pt reported they will have a possible change in programming.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the therapy has never been ef fective since implant. Patient stated they can turn the stimulation all the way up and it is usually almost at a 4.0 and they back it down just slightly so it is not buzzing but they do not feel any difference in his pain level or in the implant unless they lay down patient stated then they have to physically turn stimulation down. Patient mentioned that they have had the implanted neurostimulators reprogrammed twice since it was installed. Pt stated that their healthcare provider (hcp) checked the lead position 5 months ago and the left lead has migrated down. Agent suggested that patient discuss the lead migration with his healthcare provider and field rep. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient believed the overall effectiveness of the stimulator was reduced in patient's leg and foot pain. The patient noted if they forgot to charge their device, they did not notice when the battery died. If the patient set intensity below 3.7-4.0 to where they feel vibration and they laid down, they had to reduce intensity manually. The patient noted that it was becoming difficult to charge the stimulator. They had to place the paddle directly over the ins and hold it in place with a pillow. If they moved, it would stop charging. The patient also noted it took 4-6 hours to charge. The patient stated that when they had the ins implanted they had around 50% therapy effectiveness.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.